Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the device failed to connect. Patient was not seen in clinic. The device remains implanted. No patient consequences were reported. No further information is available at this time.